Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for rsd/ causalgia-complex regional pain syn and spinal pain. The patient had two implantable neurostimulator (ins)¿s, one for cervical pain and one for lumbar pain. It was reported that the ins for cervical pain was not well managed and the ¿battery life¿ of the ins was an issue. The hcp noted that when the patient was seen recently, the battery was dead, so they couldn't communicate with the ins. The hcp indicated that the patient had already had the lumbar system ins changed out and was interested in having the cervical system ins changed out as well. There were no further complications reported or anticipated.

Manufacturer narrative:
Initial reporter is located in north carolina (not il). Initial reporter is an insurance manager for aetna insurance (not a healthcare provider). Eval code method changed from 4114 to 4117 since there is no information confirming the ins has been explanted yet. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the initial reporter and from a manufacturer representative (rep). The patient's insurance company did give the patient approval on (B)(6) 2019 to have their cervical ins explanted, however they did not have any information to confirm the explant had already taken place nor if the explant. The rep reported they would reach out to the doctor to obtain additional information. No further complications were reported or anticipated.